Manufacturer narrative:
Tech found that the siderail on stretcher was missing 4 top rail ratchett rivets causing the siderail not to latch. Cause unk. Replaced rivets to resolve this issue.

Event description:
Info received alleged that the siderail on stretcher was missing 4 top rail ratchett rivets - rail would not latch.